Event description:
A high reading issue was reported with the freestyle libre 2 sensor. A customer obtained a sensor scan of 125 mg/dl, which was higher than he felt. The customer began to feel dizzy and lost consciousness. The customer was taken to the emergency room and received unspecified hcp treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh0072gy3h has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform linearity testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor 3mh0072gy3h has been returned and is currently undergoing investigation. A follow-up report will be filed once the investigation is complete and/or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high reading issue was reported with the freestyle libre 2 sensor. A customer obtained a sensor scan of 125 mg/dl, which was higher than he felt. The customer began to feel dizzy and lost consciousness. The customer was taken to the emergency room and received unspecified hcp treatment. No additional information was provided. There was no report of death or permanent injury associated with this event.